Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred related to the oxygen delivery system. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step. The device's interface board and oxygen blending module board needs replaced to address the issues.